Manufacturer narrative:
Pending further follow-up and device evaluation upon return. Performed DHR review which includes verification of all steps in the manufacturing of the pump, verification of all final testing performed by/on the pump, verification of sterilization, and packaging for subject pump was performed. The review did not identify any non-conformances, issues or capas associated with pump function. (B)(4).

Event description:
Sales representative reported a prometra ii 20 ml pump that was explanted due to pump site not looking healthy and lack of pain relief. According to the sales representative, "patient called daily wanting oral medicine. [They] would receive boluses in the office and report relief. [Patient] thought [they] had infection and was admitted two weeks before explant and no infection was found. The pocket area still looked bad so they explanted the pump mostly because [the patient] called daily."

Manufacturer narrative:
The patient's pump was unable to be returned as the representative discarded the pump because it couldn't be stored properly. As there was no pump malfunction reported in this complaint, and the pump was unable to be returned for additional evaluation and investigation, no root cause could be found for the allegation made in this case. If any additional information is received, a supplemental MDR will be submitted. Internal complaint #: (B)(4).